Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, out of range capture threshold and low sensing values were observed. Lead dislodgement was observed on fluoroscopy. Lead was repositioned successfully. Patient's condition was good before, during and after the procedure. During next follow-up, phrenic nerve stimulation was noted. Programming changes were made. Patient's condition was good and will be followed-up.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during follow-up in clinic, low sensing and complete loss of capture of rv lead was observed. The signal of the ventricular lead and the atrial lead were simultaneous, so the physician stated that the lead was dislodged again. Lead was explanted and replaced. Patient's condition was good during and after the procedure.